Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced hypoglycemia with tremor and dizziness. The patient was taken to the hospital by person living with him and at the hospital emergency department they took a bg reading which was 33 mg/dl. He was treated with injectable glucagon. After a few hours the patient improved and was discharged from the emergency department. At the time of the report the patient was recovered. Data has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.